Event description:
It was reported that the device had an alarm and case damage. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken on the plunger assembly upon receipt, the top case, bottom case, and right plunger case were cracked. An error code was found in the ehl (event history log). The investigation confirmed that the top case, bottom case, and right plunger case were cracked. The investigation did not confirm the primary audible alarm at power up. Root cause of the cracked cases is attributed to customer mishandling. The root cause for the reported primary audible alarm is unknown as it could not be duplicated. Replaced the top case, bottom case, and plunger assembly, replaced the speaker for preventive measure, performed preventive maintenance and functional testing. A CAPA was created to address this issue, which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000